Event description:
Reporter indicated a patient was referred for vns replacement surgery due to protrusion of the vns lead in the neck and increased seizures. The lead protrusion is believed to be the cause of the seizure increase per the reporter. An x-ray report was provided that noted no anomalies. Actual x-ray films were not provided. Attempts for further information are in progress.

Event description:
Additional information was received on (B)(4) 2013 when the explanted generator was returned for product analysis. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The device performed according to functional specifications of the current automated final test; there were no abnormal performance or any other type of adverse condition found with the generator.

Event description:
Additional information was received on (B)(6) 2013 when it was reported that the vns patient underwent generator replacement on (B)(6) 2013 due to battery depletion. The lead was tested and found to be okay and was therefore not replaced. Good faith attempts for the return of the explanted generator were made but were unsuccessful.

Event description:
All attempts to the reporter for additional information have been unsuccessful to date.